Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.2 had failed cubie pocket c1. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had failed pockets. The field service engineer accessed the hardware testing application, removed all the cubies, and reseated both the row board and drawer board cables, which resolved the issue. The fse then ran the software test on the cubies and inventoried the device successfully. The system functioned as intended after the field service engineer repaired the device.